Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During shift check, the customer reported that the fully charged autopulse li-ion batteries (sn (B)(4), sn 1(B)(4), sn (B)(4), sn (B)(4), sn (B)(4), sn (B)(4), sn (B)(4), sn (B)(4), sn (B)(4), sn (B)(4), sn (B)(4), sn (B)(4), sn (B)(4), cannot power on the autopulse platform. The status leds on the batteries showed 4 green lights and the batteries were successfully charged in the multi-chemistry charger. No patient involvement. Please see the following related MFR report: MFR 3010617000-2022-01177 for the autopulse li-ion battery (sn (B)(4)). MFR 3010617000-2022-01178 for the autopulse li-ion battery (sn (B)(4)). MFR 3010617000-2022-01179 for the autopulse li-ion battery (sn (B)(4)). MFR 3010617000-2022-01180 for the autopulse li-ion battery (sn (B)(4)). MFR 3010617000-2022-01182 for the autopulse li-ion battery (sn (B)(4)). MFR 3010617000-2022-01183 for the autopulse li-ion battery (sn (B)(4)). MFR 3010617000-2022-01184 for the autopulse li-ion battery (sn (B)(4)). MFR 3010617000-2022-01185 for the autopulse li-ion battery (sn (B)(4)). MFR 3010617000-2022-01186 for the autopulse li-ion battery (sn (B)(4)). MFR 3010617000-2022-01187 for the autopulse li-ion battery (sn (B)(4)). MFR 3010617000-2022-01188 for the autopulse li-ion battery (sn (B)(4)). MFR 3010617000-2022-01432 for the autopulse li-ion battery (sn (B)(4)).